Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was hardware failure and the camera cart intermittently disconnect and reconnect spontaneously. They replaced the pciop card system was now functioning properly. The system then passed the system checkout and was found to be fully functional. A hardware analysis of pcoip was initiated to determine the probable cause of the issue. Analysis found that there was a damaged electronics / interconnect failure. The anomaly is being tracked in the navigation tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the intermittent camera cart connection issue was still occurring. It was not consistent enough for the representative to be able to replicate the issue, and he did not have the exact dates of when it occurred. He stated that when the issue occurred, the camera still functioned on the camera cart, but the monitor would go to the disconnected screen, before flashing the pcoip logo and reconnecting on its own. There was no patient present when this issue was identified.